Manufacturer narrative:
Quality control (qc) on the day of the event was within lab-established ranges. A bec field service engineer (fse) was dispatched on (B)(4) /2013 to evaluate the instrument. The fse cleaned the flowcell and incidentally replaced the calcium electrode tip. On (B)(4) 2013 the customer reported continuing fliers, but this time only with qc. No erroneous patient results were generated. The lab disabled the ionized selective electrode (ise). On (B)(4) 2013, fse noted large air slugs in the ise reference reagent tubing (due to pinched tubing which was corrected). The fse also found air bubbles in the buffer section of the ratio pump. The fse also replaced the ratio pump. Failure mode is unknown. The flowcell was cleaned, a crimp removed from tubing, and the ratio pump replaced, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false high sodium (na) and chloride (cl) results. The results were not reported out of the laboratory. The customer did not know how many samples were affected. When the issue was noticed, the samples were repeated on an alternate dxc instrument in the laboratory and those results were reported. The customer provided results from one (1) patient sample. No demographics were provided, and only na and cl results were questioned and repeated. The original na result was 148 mmol/l with a cl result of 106 mmol/l. Repeated and reported na result was 135 mmol/l and cl was 96 mmol/l. Patient treatment was not impacted as a result of this event.